Event description:
Five cases of post-op infection were reported to lifecell by the same surgeon (see medwatch reports 1000306051-2009-00037 to 1000306051-2009-00041). Case no. 1: on (B)(6) 2009, patient underwent bilateral skin sparing mastectomy following by immediate breast reconstruction with tissue expanders and alloderm grafts. Patient developed unilateral infection, and on (B)(6) 2009, md explanted both tissue expander and alloderm graft. Graft was discarded at the hospital. The physician reported that he changed his antibiotic protocol with all reported cases, and was resuming his prior antibiotic regimen.

Manufacturer narrative:
Lifecell's internal investigation into complaint related lots included the following: review the donors' records, with no remarkable findings. Review of microbiological tests for the finished product, with a confirmation of no pathogenic organisms, as defined by (B)(6), identified in cultures, for both lots. Query of lifecell's complaint system for any other complaints reported to lifecell against these lots. To date, 68 grafts were distributed from both lots, including 19 grafts that were reported as implanted, with no issues or other complaints reported to lifecell against any of these lots. Based on timing of infection, multiple lots used for 5 different patients, with no other complaints reported against any of these lots, and md's statement, the event is unlikely related to the alloderm.